Event description:
On (B)(6), 2011 a complainant alleged that the syringe broke down the sides of the barrel when used with the dispensing gun causing some of the paste to come into contact with the patient's face. The patient sought medical attention with an ophthalmologist.

Manufacturer narrative:
On (B)(6) 2011, complainant alleged that the syringe broke down the sides of the barrel when it was used with the dispensing gun. The patient was taken to an ophthalmologist for a "medical cleansing". The patient is reported as being fine. The product was returned from the customer almost empty. The tip holder was broken and the syringe was detected with big cracks on the right and left side of the barrel. Four (4) retain samples were visually inspected and there were no damages found. The functional test results for all four syringes were within specification.